Manufacturer narrative:
The company representative was able to replicate the reported event. The illuminator and auxiliary illuminator were both replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported ¿illumination issue¿ is attributed to nonconforming illuminator module. The root cause of the reported ¿auxiliary port issue¿ is attributed to nonconforming auxiliary module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that console presented low illumination in the left port of auxiliary module and both ports of the table top module were failed. Procedure and patient details were not reported. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).